Manufacturer narrative:
H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable set with cassette leaked at ¿the solution connection point¿. This was further described as the ¿connection point between the solution bag and the cassette was not closed tightly enough¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.